Event description:
Adverse event(s): "delay of about 10 minutes" (no code available). Product problem(s): "system shut down" (power, loss of). A nurse reported a white screen appeared when the system was first booted. The system was rebooted and cases started. During a case, the system shut down and the screen went blank delaying the surgery about 10 minutes. The procedure was completed with no patient injury reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the white screen and shut down issue and replaced the supervisor and host module to address the issue. The system was then tested and met all product specifications. The returned supervisor was installed into a constellation system and booted up. No system messages occurred after the boot-up sequence. The host module was then installed (with supervisor still in) and booted up. Again, no system message occurred. The system was left on for a couple of hours but the system did not shut down and a white screen did not appear as reported. No abnormal issues were found during testing and thus a root cause for the reported issue cannot be determined at this time. It is unknown what caused the white screen being displayed in the field, as the returned samples passed all testing. A review of complaints for the last 24 months indicate one related report for this system. (B) (4). (B) (4). (B) (4).